Event description:
It was alleged that the lead is inherently defective. There was a concern that the right ventricular (rv) lead was not adequately sensing and there was low but chronic r-wave sensing. A review of device registration indicates that a new rv pace/sense lead was implanted and the defibrillation portion of the rv lead remains in use. It was also alleged that as a result of the procedure the patient suffered personal injury to their left shoulder, and suffers from chronic fatigue, stress, and depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.